Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, customer's basal rate settings were too high. Bg was treated with food. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly the customer had an alternate pump for insulin therapy.